Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of foreign objects in the air/water cylinder, tube, and nozzle could not be established. Additionally, the cause of the burnt plastic distal end cover was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water cylinder, tube, and nozzle, and the plastic distal end cover had a burn. There was no patient involvement.